Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer reported having high blood glucose (bg) levels. The customer stated that the high bg was due to stress. However, the next morning, when the customer disconnected the infusion set tubing from the cannula, the connector on the cannula was found to be bent. The customer changed the infusion set. The customer did not know the manufacturer of the infusion set. The customer declined to provide further information regarding the event.